Event description:
Provider states that when the actuator starts to go if makes a slight squeak and the provider sees some grease leaking from it. Actuator was replaced in (B)(6) (B)(4) and also in (B)(6) 2014 (B)(4). Provider also advised they received an instruction sheet for a concentrator in the box with actuator. No additional information provided.